Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately calcified and moderately tortuous proximal and mid right coronary artery. The 3.00mm x 30mm emerge balloon catheter was advanced to the lesion. The balloon was inflated however it ruptured at 6 atmospheres on the third inflation. The procedure was completed with a 15mm emerge balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the emerge catheter was received with an emerge shelf box and carrier tube/hoop. The batch number on the packaging and device matched the reported batch number. There was contrast in the balloon and inflation lumen of the catheter. Magnified inspection revealed an 11mm longitudinal tear in the balloon wall 5mm from the distal edge of the proximal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the moderately calcified and moderately tortuous proximal and mid right coronary artery. The 3.00mm x 30mm emerge¿ balloon catheter was advanced to the lesion. The balloon was inflated however it ruptured at 6 atmospheres on the third inflation. The procedure was completed with a 15mm emerge¿ balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).